Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was being completed by tandem technical support and their was a blockage in the tubing. Customer changed tubing and resume insulin therapy. It was reported that the customer was using fiasp insulin. Tandem technical support informed the customer that fiasp is off labeled insulin. Customers blood glucose was 445mg/dl.